Manufacturer narrative:
The anchor remains implanted in the patients bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the info available and without the device for evaluation. The device for evaluation. The device history record was reviewed and shows that the lot for the device allegedly at issue met manufacturer specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though there was no injury reported.

Event description:
The surgeon allegedly placed the anchor in bone hole, actuated the anchor, and removed the inserter. The surgeon stated he gave "a little tug" on the suture, and it pulled free from the anchor. The surgeon left the anchor in the bone but removed the suture from the pt and discarded it. The anchor allegedly remains in the pt. There was no injury reported. Additional anchors were placed to complete the repair, with no incident.